Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4.5mm. There was calcification present extending beneath the aortic annular plane in the interventricular septum. During procedure, the activated clotting levels were 334s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth was 4.4mm on non-coronary cusp (ncc) and 3.4mm on left coronary cusp (ncc). After the procedure, new onset sinus rhythm with left bundle branch block (lbbb) was noted on echocardiogram (ECG). There was no treatment required for lbbb. The lbbb got resolved without sequelae on (B)(6) 2025. On (B)(6) 2026, the patient reported dizziness in the restaurant with 2 syncopal episodes with heart rate 29-110s. The echocardiogram showed sinus tachycardia with first degree atrioventricular (av) block with prolonged av dissociation. A temporary pacemaker was inserted. The patient is currently hospitalized and pending possible permanent pacemaker procedure. On (B)(6) 2026, a dual chamber permanent pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 4.5mm. There was calcification present extending beneath the aortic annular plane in the interventricular septum. During procedure, the activated clotting levels were 334s and heparin was given. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. The final implant depth was 4.4mm on non-coronary cusp (ncc) and 3.4mm on left coronary cusp (ncc). After the procedure, new onset sinus rhythm with left bundle branch block (lbbb) was noted on echocardiogram (ECG). There was no treatment required for lbbb. The lbbb got resolved without sequelae on (B)(6) 2025. On (B)(6) 2026, the patient reported dizziness in the restaurant with 2 syncopal episodes with heart rate 29-110s. The echocardiogram showed sinus tachycardia with first degree atrioventricular (av) block with prolonged av dissociation. A temporary pacemaker was inserted. The patient is currently hospitalized and pending possible permanent pacemaker procedure. On (B)(6) 2026, a dual chamber permanent pacemaker was implanted.

Manufacturer narrative:
An event of left bundle branch block, dizziness, syncope, bradycardia, tachycardia, and first-degree atrioventricular (av) block with prolonged av dissociation was reported. Based on the available information, the cause of the reported heart block could not be conclusively determined. The cause of the reported dizziness, syncope, bradycardia, and tachycardia are likely cascading effects of the heart block. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was admitted and temporary pacemaker was placed and subsequently a dual-chamber permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.